Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and exchange from textured to smooth due to the concerns of the product. The device was explanted.

Event description:
Healthcare provider reported a left side rupture and exchange from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion, brown particles in the shell. Deformation device and crease fold. Cloudy and air voids in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.